Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump kept alarming a sensor glucose value not available. They charged the transmitter, but it would not give them the readings. The customer¿s blood glucose during the incident was 140 mg/dl. Troubleshooting was performed. The customer removed the sensor and the cannula was slightly shorter than usual. The sensor will not be returned for analysis.